Event description:
Ous MDR - at the 3 month follow-up, the pt complained of discomfort in the wound zone. It was evaluated by physician and it was diagnosed of decubitus ulcers. A revision was scheduled for (B)(6) 2011.

Manufacturer narrative:
Ous MDR.